Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 84 months post-implant of a bifurcated device and a cuff stent graft, a routine computed tomography scan revealed a proximal endoleak. Reportedly, separation between the components was noted, causing the endoleak. The patient was treated with an additional two suprarenal aortic extensions, which successfully corrected the endoleak. The patient tolerated the procedure well.

Manufacturer narrative:
Based upon the investigation findings, the reported event was inconclusive based on the clinical assessment image review. No product was returned for analysis. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units were consumed and no other units were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported type iiia endoleak could not be determined. The patient's aortic neck was angulated and the aneurysm showed negative aortic remodeling which might have contributed to event. No device issue was identified in the investigation.